Manufacturer narrative:
Olympus followed up with the user facility to obtain additional detailed info regarding the concomitant devices used during the procedure and to obtain other relevant info, but no response has been received to date. The device referenced in this report was returned for evaluation. The evaluation found that the device would display a setup display screen, but not display a video image. The cause of this phenomenon was isolated to a damaged power supply unit inside the video processor. The device was serviced and returned to the user facility. If significant additional detailed info becomes available, a supplemental report will be provided. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that at the beginning of a diagnostic colonoscopy, the users experienced a complete loss of image. The pt was transferred to an adjacent room to continue the procedure with different, but similar video system. Sometime later, the users discontinued the procedure, and reported they were unable to advance the endoscope due to the pt's anatomy. The pt was said to have been sent to the recovery room and was later diagnosed with free air in the abdomen via x-ray. The pt was diagnosed with a probable perforation, and was transferred to a nearby hospital for surgery. The referral hospital reported that the surgical procedure was successfully completed with no complications. However, two days following the procedure, the pt expired, reportedly due to underlying medical conditions.